Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16701.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was not supplying power. A field service engineer (fse) went onsite for additional troubleshooting. The fse reinstalled the battery and confirmed it was supplying power again and resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.